Event description:
It was reported that a catheter issue occurred. The 85% stenosed target lesion was located in the left anterior descending artery. The opticross imaging catheter was advanced for intravascular ultrasound (ivus) examination of the target lesion. During the procedure, the physician discovered that the catheter had fractured 4 cm from its tip. The procedure was completed with another of the same device. There were patient complications reported. However, it was further reported that the fractured noted was outside the patient and the device did not enter to the patient.

Event description:
It was reported that a catheter issue occurred. The 85% stenosed target lesion was located in the left anterior descending artery. The opticross imaging catheter was advanced for intravascular ultrasound (ivus) examination of the target lesion. During the procedure, the physician discovered that the catheter had fractured 4 cm from its tip. The procedure was completed with another of the same device. There were patient complications reported.

Event description:
It was reported that a catheter issue occurred. The 85% stenosed target lesion was located in the left anterior descending artery. The opticross imaging catheter was advanced for intravascular ultrasound (ivus) examination of the target lesion. During the procedure, the physician discovered that the catheter had fractured 4 cm from its tip. The procedure was completed with another of the same device. There were patient complications reported. However, it was further reported that the fractured noted was outside the patient and the device did not enter to the patient.

Manufacturer narrative:
The device was returned for analysis. Visual and microscopic inspection revealed that kinks in the imaging window assembly. However, there was no damage observed on the distal tip or guidewire exit port assembly.